Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he went to the doctor this morning and he could not download the pump. Customer's blood glucose did not come down and his insulin ran low. Customer finally got it to download but his blood glucose was over 500 mg/dl. Customer stated that his blood glucose was 480 mg/dl last night. Customer stated that his blood glucose was 600 mg/dl when he checked his meter. Customer stated that he was not getting enough for what he was eating. Customer gave himself 20 units. Customer mentioned that he also has a new medication that he takes once a week and is not following his diet. Customer's blood glucose was between 300-380 mg/dl and it was in the low 300's mg/dl an hour later. Customer treated with a syringe. Customer mentioned buttons sticking when he presses them as well as a possible under delivery anomaly on the pump. Troubleshooting was performed and the customer was advised to do a complete set change and to follow-up with his health care provider.